Event description:
During a tha, when the surgeon tried to fix the cup with the screw the tip of the screwdriver broke and remained in the head of the screw. The surgeon was able to assemble the insert into the cup and complete the procedure.